Event description:
It was reported that the transfer set connection to the minicap could not be tightened. The patient explained that they had their transfer set changed and a few days later, they were concerned that the transfer set and the minicap connection was too loose. The patient did not want the minicap coming off of the transfer set. As a result, the transfer set was replaced. During the follow up, the patient reported that at the time, their doctor instructed them to try a new minicap with the transfer set, but after trying 3 or so, all of them had resulted in a loose connection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 4 of 5.

Manufacturer narrative:
(B)(4) - actual occurrence date and the therapy date is unknown. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a follow up medwatch will be submitted. (B)(4).